Event description:
The account reported they experienced suction loss with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It is also noted that the procedure was completed successfully. Two procedures were lost. In addition the initial report indicates that there was patient injury and/or surgical intervention however, the nature of the patient injury and/or surgical intervention is unknown at the time of this report. No further information provided.

Manufacturer narrative:
Additional information: surgeon reported during follow up that patient was converted to photorefractive keratectomy.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.